Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer had been using admelog insulin within the pump supplies. Tandem customer technical support informed customer that admelog is off label per the user guide. In addition, it was reported that the insulin gauge was inaccurate. Customer's blood glucose level was 160 mg/dl. Multiple follow up attempts were made to complete troubleshooting with the customer, however, the customer did not respond to follow up attempts.